Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. While on support there was a ¿communication error¿ with the automated impella controller. No further information was provided. There was no reported harm or injury to the patient.

Manufacturer narrative:
Additional information has been provided in d9. Corrected information has been provided in d1, d2a & d2b, h3. There was no problem found with ic9141 of a communication error. Please perform functional check on ic9141 (B)(4).